Event description:
An optometrist reported a case of stage one diffuse lameller keratitis (dlk), observed on a pt's left eye day two post lasik surgery. Pt was noted to have been treated with steroid eye drop therapy. Customer f/u indicated the issue was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).